Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia procedure, upon closing the peritoneum, while doing an overlock suturing technique, the thread of the devices broke. The surgeon used another suture to complete the case. No patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one needle and no suture. The needle was found to be bent with instrument marks at the bend site. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a unreported condition of bent needle that has no relationship to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.